Event description:
A malfunction was reported on a pump by a customer. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for resetting the pump, which the customer followed. The malfunction code did not recur after the reset, and the customer was advised to call back if it happened again, which they understood and acknowledged.